Event description:
During a surgical procedure using an opmi pico, the light suddenly went out, accompanied by a popping sound and a burning smell. At that time, the patient had already been prepared and anesthetized. Due to the incident, the procedure was rescheduled. There is no information about any visible flame, fire, spark or any thermal damage noticed on the device.

Manufacturer narrative:
H6: medical device problem code preferred term: burning smell from device.